Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of ventricular capture. The device remains implanted; the issue was resolved through reprogramming.